Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx2213 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recx2213) have been reported from the same facility in (B)(6).

Event description:
It was reported that it was found during catheterization that the catheter was not attached to the connector of 7812400 firmly. The two were easily to be separated. It was stated this happened with two devices. This report addresses the second device.